Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The cause of the reported irregular feel cannot be determined. The subsequent treatments are due to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that bilateral suture placement in the moderately calcified right and left common femoral arteries (rcfa and lcfa) was achieved with prostyle devices in each groin using the pre-close technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, a total of three prostyle devices were pre-placed and used to close the puncture in the rcfa. In the lcfa, a third prostyle device was pre-placed as the physician felt like the first prostyle did not work properly. The sheath was upsized to a large bore sheath in the rcfa and lcfa and the evar procedure was completed. Hemostasis was achieved with the pre-placed devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.